Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) goes off 3 times and had difficulty finding an emergency room that could interrogate the device. This device remains in service. No adverse patient effects were reported.